Event description:
It was reported that patient underwent total knee arthroplasty (B)(6), 2012 utilizing signature guides. The surgeon drilled the holes to place the guides and noticed the external rotation was increased. He then decided to complete the procedure with traditional instrumentation and had to drill another set of holes to complete the procedure.

Manufacturer narrative:
The signature guides were reviewed by the supplier and the femoral guide did not meet specifications due to under-segmentation of the lateral distal cartilage. This under-segmentation could lead to an inaccurate guide fit and external rotation. However, it is unlikely that the magnitude of this non-conformity would lead to the reported external rotation. Supplier initiated corrective and preventive action following this evaluation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4) - evaluation of suppliers planning and procedures is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.